Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawers failed and were unable to be recovered. The user confirmed that medications were urgently needed for nighttime doses and that assistance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the failed drawer was unable to recover due to a defective cubie. A field service engineer identified the issue, pushed the affected cubie out, and replaced it with a new cubie. The failed cubie was confirmed to be the root cause of the issue. The system functioned as intended after the field service engineer repaired the device.